Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with vancomycin injection 1 gram (route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. At the time of this report, hospitalization was ongoing. It was not reported if the patient was recovered or was recovering from the event. Additional information was requested but is not available. This is report 2 of 3.